Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a thermometer. The customer states that inaccurate readings on this unit led to pts death.

Manufacturer narrative:
Submit date: 8/11/08. An investigation is currently underway upon completion the results will be forwarded. Multiple attempts both written and verbal have been made by tyco healthcare/kendall to obtain add'l info into the alleged problem without success.